Event description:
It was reported that a pta balloon was difficult to remove after use. The physician had completed a successful pta of an av access graft, with an upper arm approach. The tracking path was not tortuous or calcified. A 6fr sheath and a 0.035 guide wire were used for the procedure. An inflation device was used only once to 20 atm's, but it was not known how long the inflation was held. After completion of the procedure, the balloon could not be removed from the sheath, so the balloon and the sheath were removed together. No injury to the patient was reported.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The sample has not been returned for evaluation, so an evaluation of the sample could not be performed. Based on the information received, the results are inconclusive and the root cause of the event is unknown. The current IFU states: if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit.